Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device changeout the right ventricular lead was observed to have an outer insulation break before the yoke. Medical adhesive and a lead cover were applied. It was also noted that the patient has chronic persistent atrial fibrillation. The lead remains in use and no further patient complications have been reported as a result of this event.